Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime and system sensor and excessive no delivery test however, received motor error alarm during occlusion test due to faulty gold sensor. Motor passed the motor test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 170 mg/dl at the time of incident. Troubleshooting was done for motor error and pump was able to complete the rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.